Event description:
The customer reported that the insulin pump was not functioning properly and goes back to rewind. The caller stated that the device automatically was priming into her body while the insulin pump was in her pocket, and her blood glucose was 34mg/dl. The customer mentioned that the device alarmed and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.